Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. The customer loaded a new cartridge to resolve the issue. Additionally, the pump reset unexpectedly. Customer¿s blood glucose level ranged between 80-188mg/dl. Reportedly the customer continued to use the pump for insulin therapy.